Manufacturer narrative:
H6 investigation summary: material#: 362781, lot/batch#: 2139316. Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure (poor barrier) because the defect was evident in the testing of the complaint lot samples. Replicates of control samples tested demonstrated clinically acceptable performance for all visual observations evaluated, but replicates of the retention samples did not. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml there was poor separator movement. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the gel separator did not move during centrifugation. The solid blood components could not be separated from the liquid components. The sample was then centrifuged twice more. But the separator didn't still move. The patient sample is unusable."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml there was poor separator movement. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the gel separator did not move during centrifugation. The solid blood components could not be separated from the liquid components. The sample was then centrifuged twice more. But the separator didn't still move. The patient sample is unusable."